Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on the lead. The patient will undergo replacement procedure of lead/leads. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional information was received that the patient underwent a revision procedure wherein a lead was replaced. It was reported that the lead was damaged by the physician during the previous revision procedure (MFR report #: 3006630150-2016-00087). It was noted that the lead swelled and was unable to go into the new ipg. The physician then pushed too hard and fractured the lead but was not removed in the previous revision. No device malfunction suspected with the explanted lead. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on the lead. The patient will undergo replacement procedure of lead/leads. No device malfunction was suspected.